Event description:
Since getting an implant after left breast mastectomy/reconstruction, I first experienced severe depression followed by anxiety. Symptoms following since implant: sob, pain from implant through upper back, hair loss, depression, anxiety, malaise, lethargy, fatigue, feelings of doom, weight gain, unrestful sleep, facial features changing, eyes dull, dark circles, bloating, ringing in ears, dry skin, itchy "crawling" skin, low libido, vaginal dryness and constipation are some of the side effects I have been experiencing.